Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and generator interface board were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an x-ray disabled error message constantly during a case. They pushed the button to continue, but it still kept popping back up. There is no report of patient injury associated with this event.